Event description:
The customer reported fluid leaked from the probe during system startup involving coulter act diff 12 analyzer. The customer stated the fluid dripped onto the counter. The customer had on personal protective equipment (ppe) consisting of gloves during the incident. Patient results were not impacted. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this incident. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) did not witness the fluid leak and could not duplicate the issue. The fse cleaned the probe wipe, verified operation of valve lines lv8, lv10, vacuum and tubing. The unit conformed to the manufacturer's published performance specifications. The customer has an exposure control/risk management plan at the facility. A definitive cause of the incident is unknown. (B)(4).